Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an out of regulation (oor) message was seen on the patient programmer when they were checking the implantable neurostimulator (ins). The batteries in the patient programmer were changed "and it shows a check mark then it shows the oor message after pressing the check mark". It was confirmed that there were no falls or trauma related to the issue. However, it was noted that the patient started radiation yesterday, but it was unclear if it was related to the issue or not. The friend / family member was redirected to the health care provider (hcp). No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.